Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. The main batteries were replaced to correct the reported condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed no previous service events were related to the reported condition. However, during previous service on (B)(4) 2008, (B)(4) 2007 the batteries and battery harnesses were replaced.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with damaged batteries. This condition had the potential to interrupt delivery. This condition was found in the "coronary care" department, at an unknown time. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.